Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. The analyst noted that the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate nst episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead was suspected to be fractured and it was replaced. It was also reported that the device triggered the lead integrity alert, and the device was suspected of non-capture while pacing below the lower rate. The device is still in use. No further patient complications have been reported as a result of this event.